Event description:
A malfunction alarm due to altitude was reported with the customer's pump, causing the customer's insulin delivery to be suspended. There was no adverse impact to the customer's blood glucose level. Despite attempts to clean and reconnect the cartridge, the issue persisted. Technical support instructed the customer to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump and cartridge. The customer was advised to use a backup insulin pump and was informed of the steps to take with the replacement pump, including updating the software. The customer was also instructed on how to return the faulty pump to tandem.